Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) measured a lower voltage than was recorded on the box and is continuing to lose voltage.